Event description:
Regarding libre freestyle 3 plus, cgm sensor consistently reads 50 mg/dl below what my glucose blood sample meter reports. (Day 8 of 15). Since I am aware of the inaccurate reading of the cgm I can take appropriate actions. The problem is more of a nuisance with the cgm app alerting of sensor values below alarm thresholds, especially at night with alarms going off often. I checked my current sensor against the recall list and it is not shown. Tried calling abbot support but they had a 30 minute back log. For reference sensor is lot t60003789, sn (B)(6), manu 2026-07-31.